Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced refractory urinary urgency, frequency, and urinary tract infection .

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and anterior vaginal wall cyst.

Manufacturer narrative:
It was reported that the patient underwent an interstim stage 1 trial implant on (B)(6) 2009 due to urinary urgency and frequency. It was reported that the patient underwent an interstim stage 1 leads removal on (B)(6) 2009 due to lack of approval from insurance company.